Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included celecoxib (celexa). In february 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ inability to have sex 2017"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal around ovaries") and female sexual dysfunction ("inability to have sex"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in 2016. At the time of the report, the pelvic pain, migraine, headache, nausea, dysmenorrhoea, gastrointestinal disorder, vaginal discharge, abdominal pain lower and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of dyspareunia updated to recovering / resolving. New reporter, concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included endometriosis. Concomitant products included celecoxib (celexa). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ inability to have sex 2017"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal around ovaries") and female sexual dysfunction ("inability to have sex"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, nausea, dysmenorrhoea, gastrointestinal disorder, vaginal discharge, abdominal pain lower and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 , (B)(6) 2009. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received : reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included endometriosis. Concomitant products included celecoxib (celexa). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ inability to have sex 2017"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal around ovaries") and female sexual dysfunction ("inability to have sex"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, nausea, dysmenorrhoea, gastrointestinal disorder, vaginal discharge, abdominal pain lower and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 , (B)(6) 2009. Lot number: 676717 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal around ovaries") and female sexual dysfunction ("inability to have sex"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in 2016. At the time of the report, the pelvic pain, migraine, headache, nausea, dysmenorrhoea, dyspareunia, gastrointestinal disorder, vaginal discharge, abdominal pain lower and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Case became valid as previous event injury nos was replaced with events pelvic pain, migraines, nausea, dysmenorrhea, dyspareunia, gastrointestinal disorder, vaginal discharge, lower abdominal pain, device monitoring procedure not performed,inability to have sex. Severity added lower abdominal pain. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.